Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation from the left ventricular lead. The diaphragmatic stimulation could not be programmed around. Left ventricular pacing was disabled and the patient would be monitored.